Event description:
As reported, the tfl-fbx200bs inner section of fiber broke and started to smoke. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. This event includes two (2) reports: report with patient identifier (B)(6) (tfl-fbx200bs-fiber lot unknown). Report with patient identifier (B)(6) (tfl-pls -laser unit ¿serial unknown). This report is for report with patient identifier (B)(6) (tfl-fbx200bs-fiber lot unknown).

Manufacturer narrative:
The subject device has not yet been returned for evaluation. Follow ups are in progress regarding device return/status including additional information regarding the reported event. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow ups and device return initial evaluation . Additionally, the lot number of the laser fiber was updated from unknown to kr223540. Please see section d4, d9, e1, e3, g3, h6, h10 for the updates. October 10, 2022 response- customer follow up response stated that she was not present when the issue occurred and the follow up was forwarded to the laser safety officer who was present during the procedure. October 12, 2022 response - communication with the olympus customer representative (rep.) , it was conveyed that there was no damage to the laser unit. Rep. Stated that he was able to inspect the laser and saw no physical damage and did not have an fse to come out to take a look since the laser was in working order. October 13, 2022- communication with the customer (customer laser safety officer present during the event ) , the following information conveyed : the event happened during the procedure when the surgeon fired the laser for the case. The fiber was completely severed from the rest of the unit with a small flame (size of a candle flame) on the end of plug that the fiber was attached to, not the generator itself. The serial of the laser unit system ( tfl-pls) (generator) is serial # mduf220003. The lot/serial number for the laser fiber not provided (noted/ stated did not have access to it). Type of procedure performed was a laser lithotripsy (urology). The intended procedure was completed. The same generator was used with a different olympus fiber. The generator has not been replaced. No apparent harm to user, staff, or patient upon inspection. The subject device was returned for evaluation at olympus service business center( sbc ) . The device initial evaluation, the following findings were noted : the proximal handle has been completely severed from the length of the fiber body with evidence of burning at the connector end. The proximal cap is on. The broken end of the fiber and the fiber tip could not be examined as they are tucked very tightly into the flap of the package and could not be maneuvered into view without opening the sealed package. The sbc facility does not have the ability to re-seal the package and thus the pouch was not opened. The rest of the fiber body does not have any visual defects. The device was forwarded (sent) to the original equipment manufacturer (OEM) for further investigation. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the failure is likely related to mishandling. Olympus will continue to monitor field performance for this device.